Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that during the implant procedure, the physician tried to load the curved stylet into the lead and the head of the stylet broke in two, making the stylet inoperable. No environmental, external, or patient factors contributed to the issue. A new lead and stylet were opened and used successfully to complete the implant. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Upon further review of the complaint, the event should not have been reported. Product lead (lot#va1lp37) is not a complaint. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.